Event description:
A customer reported estradiol (e2) results do not correlate on the aia-900 analyzer. According to the customer, they recently observed that some e2 test results were lower than expected. On (B)(6) 2024, the customer compared e2 results for two (2) patients which exhibited up to 40% discrepancy between two (2) of their office sites. The customer indicated that when they compared e2 results for their two sites back on (B)(6) 2024 found that they were within 20% of each other. For on (B)(6) 2024, the e2 results were compared and they were within acceptable limits and the daily quality control (qc) checks have consistently been within range. To further investigate, the customer transported samples to run in their other site, using a green tube in an ice bag and that these samples are drawn and ran the same day. In total, the customer indicated that five (5) samples were compared and the variance for 2 samples were over 20%, 1 was over 30% and 1 was over 40%. The customer will complete their quarterly maintenance, run qc and perform another comparison. The customer also stated that they will send their samples out to quest for comparison. A tosoh technical support specialist (tss) assisted the customer with the reported event. There is no indication of any patient intervention or adverse health consequences due to the reported event.

Manufacturer narrative:
On (B)(6) 2024, the tosoh technical support specialist (tss) assisted the customer with the decontamination procedure. After several days, the tss followed up with the customer, the customer had run a correlation study where they compared four (4) samples and all the results correlate after decontaminating the analyzer. No further action required. The aia-900 is functioning as expected. A 13-month complaint and service history review through the aware date of event for similar complaints was performed for serial number: (B)(6). There were no similar complaints identified during the search period. Review of related documentation. The estradiol (e2) st aia-pack analyte application manual states the following: limitations of the procedure. For diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g. Symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack e2, the highest concentration of estradiol measurable without dilution is approximately 3000 pg/ml, and the lowest measurable concentration is 25 pg/ml (assay sensitivity). Although the approximate value of the highest calibrator is 3250 pg/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 3000 pg/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients with hyperbilirubinemia may yield falsely elevated results. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. The most probable cause of the reported issue was due to biological contamination, cause traced to maintenance of the analyzer.